Manufacturer narrative:
Concomitant medical products: tibial augment block 1/3-sz 4 8mm (cat# 204-44-08 / serial# (B)(4)) logic stem ext 16mm x 160mm (cat# 02-012-60-1616 / serial# (B)(4)) cc tibial insert sz 5, 18mm (cat# 208-25-18 / serial# (B)(4)) as reported, this (B)(6) male patient returned to hss experiencing right knee pain 10 years after receiving a revision knee replacement. The tibia was the issue and the surgeon decided to revise only the tibial component if the femur was well fixed. Upon exposure it was determined that the femoral component was well fixed, and the surgeon decided to perform a tibial revision. The patient had a size 5 femur and tibial components both augmented. Due to minor bone loss upon further resection, he decided to go down on the tibia to a size 4 tray. The tibial augment went down from an 11mm to an 8mm staying with a 1/3 coverage. The knee was deemed stable using an 18mm cck insert. Having used a 120mm stem on the previous revision the surgeon decided to go with a 160mm stem for this revision. The device will not be returned for evaluation due to hospital retains all retrievals. Patient was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patients underlying condition.

Event description:
As reported, this (B)(6) male patient returned to hss experiencing right knee pain 10 years after receiving a revision knee replacement. The tibia was the issue and the surgeon decided to revise only the tibial component if the femur was well fixed. Upon exposure it was determined that the femoral component was well fixed, and the surgeon decided to perform a tibial revision. The patient had a size 5 femur and tibial components both augmented. Due to minor bone loss upon further resection, he decided to go down on the tibia to a size 4 tray. The tibial augment went down from an 11mm to an 8mm staying with a 1/3 coverage. The knee was deemed stable using an 18mm cck insert. Having used a 120mm stem on the previous revision the surgeon decided to go with a 160mm stem for this revision. The device will not be returned for evaluation due to hospital retains all retrievals. Patient was last known to be in stable condition following the event.